Event description:
It was initially reported that a patient "had been seizure on it, but it was dislodged and was told she didn't have any options with the vns." Follow up on (B)(6) 2012, with the patient and physician showed that the patient's device was not at end of service; however, the patient was complaining of sporadic stimulation. The patient also complained of loss of efficacy. The patient's settings were provided, and it was noted that the patient's off time was set to 60 minutes. The physician attributed the increased seizures (lost efficacy) to the 60 minute off time. The patient's settings were adjusted. A review of programming history showed that the patient's settings were altered by a faulted diagnostic test on (B)(6) 2005. The faulted diagnostic is captured in MFR report #1644487-2012-02378. X-rays were ordered because the patient reported she was in an accident five years ago. It is unknown if x-rays were taken or if they will be provided to the manufacturer for review. Surgery is likely, but has not occurred. A battery life calculation performed on (B)(6) 2012, indicated 6.18 years to eri=yes.

Event description:
During a review of programming history on (B)(6) 2012, it was noted that a patient's settings were altered as a result of a faulted system diagnostic test on (B)(6) 2005. The patient's settings were not corrected until (B)(6) 2012. The patient's output current was altered at following appointments, but the other parameters were not. (MFR report #1644487-2012-02378 will not be submitted to capture this unintentional programming event as the programming event is being reported in this file.) Additional information was received that the patient's increase in seizures began at the time when the patient's settings were changed (2005). The patient's previously reported adverse events were believed to be the result of the change in settings. It was also reported that there was no migration. Diagnostic results from the patient's most recent appointment were normal ((B)(6) 2012). Surgery is likely but has not taken place.

Manufacturer narrative:
Age at time of event, corrected data: previously submitted report indicated the patient's age incorrectly. Additional information was received regarding the event date which alters the patient's age at the time of the event. Product problem, corrected data: previously submitted report indicated the event was a serious injury; however, additional information was received indicating that this event was the result of a malfunction. Date of event, corrected data: previously submitted report incorrectly reported the event date. Additional information was received indicating that the event date is (B)(6) 2005. Brand name, type of device, model #, serial #, lot #, expiration date, other, operator of device, date of implant, corrected data: previously submitted report reported that the suspect medical device was the patient's generator. Additional information was received indicating that the suspect medical device is the programming software. The aforementioned fields have been adjusted to reflect this. Type of reportable event, corrected data: previously submitted report indicated the event was a serious injury; however, additional information was received indicating that this event was the result of a malfunction device manufacture date: previously submitted report indicated the manufacture date for the generator; however, the suspect medical device is the programming software. The aforementioned field have been adjusted to reflect this. Labeled for single use, corrected data: previously submitted report indicated that the device was labeled for single use; however, it is not. Corrected data: previously submitted report indicated inaccurate evaluation. Usage of device: previously submitted report indicated that this was the initial use of the device. The aforementioned field have been adjusted to reflect this. This report is being submitted to correct the above information. Review of programming history.

Event description:
(B)(4). In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of programming history